Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the connection to a flowmeter was unstable and the devices did not nebulizer. It was found when a user was setting the devices." Defect was discovered during incoming inspection. No pt injury.